Event description:
Information was received indicating that a cadd administration set was leaking at the filter. It was reported the end user was connected to a continuous chemo therapy pump and set up a new cadd administration set which was also leaking at the filter.